Manufacturer narrative:
(B)(4).

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving morphine (20mg/ml at an unknown dose) via an implanted pump. Indication for use was noted as non-malignant pain and complex reg pain syndrome type I. It was reported that there was a motor stall that occurred on (B)(6) 2016. The motor stall was seen on interrogation. The patient did not have an MRI. The motor stall occurred on (B)(6) 2016 for about 10 hours and then it recovered. The pump was checked but since it was running again they sent the patient home and a short time later the patient reported the alarm occurred again. It was noted that the patient "felt a little worse than normal." The change in therapy/symptoms was noted as "sudden." The hcp felt some of how the patient felt might have been from anxiety from hearing the pump alarming and not knowing what was happening. The cause of the stall was not determined. The patient's pump was completely turned off and was scheduled for replacement on (B)(6) 2016. The motor stall had resolved after the pump was turned off. There were no troubleshooting or interventions reported. In addition, the patient ou tcome and drug dose in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.